Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a scanner error after the procedure began. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. Logfile review shows that all registered scanner errors occurred before laser fired. Device was restarted, and all treatments have been finished without any issues, and logfile review also shows all laser system functions were within specifications at this day. During onsite visit, the fse (field service engineer) reseated cables for scanner, and successfully completed system verification to specification. The manufacturer internal reference number is: (B)(4).